Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not functional, did not engage when power was applied and had a sticky trigger. Therefore, the reported condition was confirmed. It was determined that the electric motor was not functional, the electronic control unit did not meet specification and the trigger components were worn. The assignable root cause was determined to be due to normal wear on electrical and mechanical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery oscillator device would not run and the trigger was jammed. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.